Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support due to cardiomyopathy. While on support, chest x-ray showed a small effusion and pulmonary edema, furosemide to be administered. Pt went into afib and was treated with amio.

Manufacturer narrative:
H6: added type of investigation codes b11 and b13 h11: added the results of the investigation. Product complaint # (B)(4). Investigation summary no product was returned for investigation. Pulmonary edema: the cause of the injury was not determined due to insufficient clinical details. Paroxysmal atrial fibrillation: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot: 1932204 device history review device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated.

Manufacturer narrative:
Corrected information in e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.